Event description:
It was reported that, during an upgrade procedure, this right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) and exhibited high shock impedance out of range. The physician checked the lead/header connection, and no issues were found. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.